Event description:
Symptoms/ae: in-stent restenosis. Time of ae: approx 7 months post procedure. It was reported that approx 7 months post left common carotid artery stent implantation of an rx acculink stent, the pt developed critical, in-stent restenosis, noted on carotid duplex ultrasound. The pt was hospitalized for treatment and in 2007, underwent instent pre-dilatation using 2 viatrac balloons. An intra-stent dissection occurred post balloon inflation, and an xact stent was placed in the rx acculink stent to treat both the dissection and the restenosis. There was no residual stenosis. The pt experienced a vagal hypotensive episode that was treated with neosynephrine and atropine and resolved within 48 hours. The pt was discharged home 2 days post-procedure. There was no adverse pt sequela. Though requested, no addition information was provided.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. The 2 rx viatrac plus peripheral dilatation catheters indicated are filed under a separate medwatch report.